Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. One video was also submitted to product performance engineering for evaluation. The video submitted with the returned device shows contact force was continuously increasing until a sudden loss in contact force was observed. Investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. The deformable body thermocouple (tc2) was determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error messages, the detected open circuit, and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the reported issue was a manufacturing, design, or quality system related occurrence.

Event description:
This report is to advise of a fracture that was noted in analysis.